Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced the needle piercing through the catheter. The following information was provided by the initial reporter: patient to infuse for a treatment of tocilizumab. When the healthcare professional removed the needle from the cathelon to connect the infusion, there was a flow of blood. The cathelon was pierced at the base. Clinical consequences and current condition of the patient or person implicated: patient reperfused into the other arm.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth was listed investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.